Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-15242. It was reported that the patient presented experiencing loss of capture and loss of sensing on both the right ventricular - rv and left ventricular - lv leads. An x-ray was performed and the both the rv and lv leads were found to be dislodged. The rv and lv leads were capped and replaced (B)(6) 2020. The patient was in stable condition throughout the procedure.